Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the battery compartment. The blood glucose reading was 100 mg/dl. The customer did not know how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.